Event description:
Pt reported that the were seen twice in the hospital because their meter had been giving them inaccurate readings. One day (day unknown) meter read 450 mg/dl and at hospital, ER meter read 40 mg/dl. Time difference between the two readings was 1 hour. Then in 2002, the pt obtained a 197 mg/dl on their meter and obtained a 350 mg/dl of ER's meter. Time difference between the two readings was 1/2 an hour. The pt was treated with medications for their diabetes. Ccr found out that the code number of the meter did not match the code number of the test strip. The pt has not cleaned the meter for almost 2 months (unknown of what the pt cleans meter with). The pt has not done a control test for a month and the control solution they have expired. Ccr recommended pt to purchase new solution and explained to them the proper way of cleaning and using solution.